Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doses were not showing up in at pyxis device. A technical support specialist (tss) remotely accessed the app server via the sync server and navigated to pes sync info. A downtime query was executed, and the datasync log was reviewed, and no errors were found. The tss contacted the customer for an update and requested the station's contact number. A follow-up call was made to the pharmacy, where the pharmacist confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es re-sync was needed, and medication orders were not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.